Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included pelvic pain, pain and dyspareunia. Concurrent conditions included migraine, dysmenorrhea, dyspareunia, post coital bleeding, panic disorder, anxiety, vitamin d deficiency, hypothyroidism, gastroesophageal reflux disease, allergic rhinitis and polycystic ovaries. Concomitant products included amlodipine, estrogens, gabapentin, ibuprofen, lidocaine, loratadine, meloxicam, naproxen, omeprazole, ondansetron, oxycodone hydrochloride;paracetamol (percocet), pentosan polysulfate sodium (pentosan), ranitidine hydrochloride (ranitidine hcl), ropinirole hydrochloride (ropinirole hcl), salbutamol (albuterol hfa), sumatriptan and tramadol hydrochloride (tramadol hcl). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced migraine ("migraine headaches") and nausea ("nausea"). In (B)(6) 2014, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia irregular period"), cystitis interstitial ("bladder or urinary problems or changes painful bladder syndrome"), dysmenorrhoea ("dysmenorrhea (cramping)") and coital bleeding ("post coital bleeding"). In (B)(6) 2014, the patient experienced pelvic pain ("diffuse pain/pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vulvovaginal pain ("vulvodynia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage, vaginal haemorrhage, menorrhagia, cystitis interstitial, nausea, dysmenorrhoea, dyspareunia, vulvovaginal pain and coital bleeding outcome was unknown and the pelvic pain and migraine was resolving. The reporter considered coital bleeding, cystitis interstitial, dysmenorrhoea, dyspareunia, menorrhagia, migraine, nausea, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs received. Event ¿injury nos¿ is replaced with abnormal bleeding (vaginal). Events ; abnormal uterine bleeding, diffuse pain, menorrhagia irregular period, bladder or urinary problems or changes painful bladder syndrome, migraine headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vulvodynia, post coital bleeding, plaintiff did not undergoes essure confirmation test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included pelvic pain, pain and dyspareunia. Concurrent conditions included migraine, dysmenorrhea, dyspareunia, post coital bleeding, panic disorder, anxiety, vitamin d deficiency, hypothyroidism, gastroesophageal reflux disease, allergic rhinitis and polycystic ovaries. Concomitant products included amlodipine, butalbital, cholecalciferol (cholecalciferol), ergocalciferol, estrogens, ferrous gluconate, gabapentin, ibuprofen, lidocaine, loratadine, loratadine (axcel loratadine), meloxicam, metformin, metoprolol, naproxen, omeprazole, ondansetron, oxycodone, oxycodone hydrochloride; paracetamol (percocet), pentosan polysulfate sodium (pentosan), ranitidine hydrochloride (ranitidine hcl), ropinirole hydrochloride (ropinirole hcl), salbutamol (albuterol hfa), sumatriptan and tramadol hydrochloride (tramadol hcl). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced migraine ("migraine headaches") and nausea ("nausea"). In (B)(6) 2014, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia irregular period"), cystitis interstitial ("bladder or urinary problems or changes painful bladder syndrome"), dysmenorrhoea ("dysmenorrhea (cramping)") and coital bleeding ("post coital bleeding"). In (B)(6) 2014, the patient experienced pelvic pain ("diffuse pain/pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vulvovaginal pain ("vulvodynia"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos") and abdominal distension ("she feel super puffy and bloated"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis interstitial, vulvovaginal pain, coital bleeding, bladder disorder, urinary tract disorder and abdominal distension outcome was unknown and the pelvic pain, migraine, nausea, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, bladder disorder, coital bleeding, cystitis interstitial, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic/ abdominal , dysmenorrhea gem. Abnormal bleed , menorrhagia, bladder problem nos, urinary problem nos, . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: social media received. Added event she feel super puffy and bloated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included pelvic pain, pain and dyspareunia. Concurrent conditions included migraine, dysmenorrhea, dyspareunia, post coital bleeding, panic disorder, anxiety, vitamin d deficiency, hypothyroidism, gastroesophageal reflux disease, allergic rhinitis and polycystic ovaries. Concomitant products included amlodipine, estrogens, gabapentin, ibuprofen, lidocaine, loratadine, meloxicam, naproxen, omeprazole, ondansetron, oxycodone hydrochloride;paracetamol (percocet), pentosan polysulfate sodium (pentosan), ranitidine hydrochloride (ranitidine hcl), ropinirole hydrochloride (ropinirole hcl), salbutamol (albuterol hfa), sumatriptan and tramadol hydrochloride (tramadol hcl). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced migraine ("migraine headaches") and nausea ("nausea"). In (B)(6) 2014, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia irregular period"), cystitis interstitial ("bladder or urinary problems or changes painful bladder syndrome"), dysmenorrhoea ("dysmenorrhea (cramping)") and coital bleeding ("post coital bleeding"). In (B)(6) 2014, the patient experienced pelvic pain ("diffuse pain/pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vulvovaginal pain ("vulvodynia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary tract disorder nos"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis interstitial, vulvovaginal pain, coital bleeding, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, migraine, nausea, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, bladder disorder, coital bleeding, cystitis interstitial, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic/ abdominal , dysmenorrhea gem. Abnormal bleed , menorrhagia, bladder problem nos, urinary problem nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events: abdominal pain , gen. Abnormal bleeding , urinary tract disorder nos, bladder disorder nos were added. Event outcome were updated :abdominal pain , pelvic pain , nausea, migraine to recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.